Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical support provided and analyzed the service history which indicates proper and periodic maintenance has been completed. Technical root cause could not be determined as the system was performing within specification and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. Attempts have been made to obtain add'l info, a completed questionnaire was not received. (B)(4).

Event description:
An optometrist reported that a pt experienced stage 1 diffuse lamellar keratitis (dlk) in the right eye, with pt comment of foreign body sensation. Add'l info was received from a technician who reported the event has resolved. Add'l info was requested.